Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The clinical study representative reported via phone call that the customer was in emergency room due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2019. The customer's blood glucose level was over 400mg/dl at the time of incident and the current blood glucose level was 203 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin drip. The insulin pump will not be returned for analysis.